Event description:
Reporter indicated to manufacturer that she was still depressed, and that the vns therapy system had not worked for her thus far, she additionally reported that she was having "serious suicidal thoughts." The latest date in which good diagnostic results were obtained from this patient's device is unknown to manufacturer at this time. Good faith attempts to obtain further information from treating physician have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.